Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomed stated that he was getting a "speaker malfunction" inop error message that wasn¿t giving any sound. There was no adverse event or patient harm reported.